Manufacturer narrative:
Additional manufacturer narrative: per the op report, "this is a (B)(6) male who on 04/16 underwent combined aortic valve and mitral valve replacement. In the aortic position he had a 23 mm bovine pericardial valve and in the mitral position and a 29 mm bovine pericardial valve. The patient subsequently developed infection and as a result developed a vegetation of the posterior mitral valve annulus with a paravalvular leak. Findings: we felt the aortic valve was fine per both preop tee and intraoperative tee...our feeling was that if we could remove the mitral valve and leave the aortic valve in position, he could be treated satisfactorily with antibiotics. There was, in fact, no evidence of infection of the aortic prosthesis, and the portion of the mitral prosthesis that was inspected was 180 degrees away from the aortic prosthesis at the posterior wall. There was no discrete abscess, but there was separation of the tissue there causing paravalvular leak and vegetation... The gram stain which was done stat showed neutrophils, but no organisms...the tee at the end the case showed good biventricular function and there was no paravalvular leak. Both the aortic and mitral prop valve prostheses were working fine at the end of the case. There were no complications..." Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Although the root cause of this event could not be confirmed, the op report indicates the patient suffering an infection post-op, which likely resulted in the endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are being taken.

Manufacturer narrative:
Evaluation summary: reason for explant is unknown. As received, leaflet 1 had a cut area of 14 mm x 5 mm, leaflet 2 had a cut area of 7 mm x 12 mm and leaflet 3 had a cut area of 13 mm x 7 mm. Cut sections were not returned with the valve. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2 mm. Host tissue was minimal at the stent inflow. Sewing ring was cut between commissure 2 and 3, as well as between commissure 1 and 3. The x-ray demonstrated calcification, and wireform near commissure 2 bent and distorted. (B)(4) = x-ray. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information was received. The valve was returned to edwards for evaluation with cut sections removed. Calcification was observed, which may have contributed to this event. However, due to the condition of the valve and the information provided, the root cause of this event cannot be confirmed. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 1 month. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.